Manufacturer narrative:
Additional information was added to d9, h3, h6 and h10. H10: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Surface marks were observed next to the tackweld and at the port of the cassettes. The surface marks are caused by grippers during the automation assembly. These surface marks are not considered a defect and part of the manufacturing process. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of homechoice cassettes were damaged. It was further described as ¿looked like knife cuts or razor cuts in the cassette tubing close to where the tubing is attached to the cassettes¿ and ¿a couple of cuts were in the tubing closer to the organizer end of the tubing." This occurred during an unspecified process step of peritoneal dialysis therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.